Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: 01 ea compliant sample was received in open condition. Complaint sample has one single barrier folder & two sutures. During visual product evaluation , suture breakage was evident in both sutures. As complaint sample pack was received in open condition & having blood stains, functional product evaluation cannot be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and suture was used. The suture broke during use. No reported patient consequences.